Event description:
Event description guidant received information that during the procedure to replace this pacemaker due to normal battery depletion, this right ventricular lead was suspected to have exit block. The lead was surgically abandoned and successfully replaced.